Event description:
Olympus was informed that during an unspecified procedure, the video telescope displayed a discolored image. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
Device manufacturer date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in france (returned to the rrc on 2022/12/06). The evaluation at the rrc confirmed the occurrence of the reported ¿image discoloration¿ and traced it back to a defective r-unit and cable assembly. Thus, the reported incident was attributed to component failure. The evaluation also found the cable insulation to be stiff. The cause for this issue could not be conclusively determined. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.